Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retention samples from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "due to severe sensorineural hearing loss, when the nurse used the vacuum blood collection tube to collect blood for the patient at 7:00 on (B)(6) 2022, the negative pressure in the vacuum blood collection tube was insufficient, and the blood drawn did not reach the specified scale line. No damage has occurred and has been replaced."